Event description:
This patient underwent bilateral reconstructed breast augmentation with smooth round saline implants 2 years ago. Last year, during a follow-up visit to the plastic surgery department, it was believed that the left breast implant had ruptured as it was significantly smaller than that of the right reconstructed breast. The patient scheduled her surgery, requesting that both implants be removed for implantation of larger ones.